Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows malfunctioning 'fan tray and dcps'. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and checked with the customer and found the system bootup issue and requested onsite support. The philips field service engineer (fse) checked the system onsite and found the issue was caused by a faulty power supply in the m cabinet. To resolve the issue fse replaced the pdu fantray and dcps. The defective part was sent for analysis, for pdu fantray and dcps failure was confirmed, and the failed component was found to be defective power supply and fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.